Event description:
The nurse noted that the patient had not had any urine output for two hours. Upon nurse reassessment, the foley catheter easily came out of the patient and the rn noted that the balloon was broken without any saline inside of the balloon.